Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician tracked the push peg over the guidewire through the patient's mouth and esophagus. As the physician pulled the peg through the stoma site, the peg separated at the transition zone, leaving the peg in the stoma. The physician used a hemostat clamp to grasp the peg and pull it through the stoma site into place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
Although the patient age is unknown, it was reported to be over 18 years old. The reported event peg tube detached. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.